Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; flat creases, delamination of plug strap, curved opening, broken plug strap. The leak test and microscopic analysis was performed which identified; a curved sharp opening on posterior side assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification), broken plug strap with sharp edge assessed as unidentified(tear) opening and partial delamination of plug strap disk shell assessed as adhesive failure. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening assessed as an unidentified (tear) opening, a broken plug strap with sharp edge assessed as an unidentified (tear opening) and delamination of the plug strap disk shell assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation, pain, and exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.